Event description:
It was reported there was a break at the connector pin. It was stated there was a broken connector, and the ¿lock part¿ from the spinal segment was totally missing. It was noted a different accessory kit was used, and they connected both sides with the new connector, so the issues was resolved. The pump was used to deliver lioresal. The patient status was noted as alive with no injury. There were no patient symptoms.

Manufacturer narrative:
Concomitant product: product ID 8780, lot# 0208254309, implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter (lot no. 0208254309) found the collet on the pin connector was detached and/or missing.